Event description:
Call transferred from psr. Patient calling to reports her ms3 pump sn (B)(4) was alarming and would not stop beeping. She tried troubleshoot but is requesting a new pumps. Currently using backup confirmed dose and address no other information available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 30ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2018 to (B)(6) 2018; diagnosis or reason for use: pah.